Event description:
It was reported to philips that the system shut down during a medical intervention. The procedure was not completed. Cardiopulmonary resuscitation (CPR) was administered to the patient. The report further indicated that the patient subsequently passed away. No additional details have been provided to date. An investigation into this complaint has been initiated by philips.